Event description:
Subsequent to the previously filed report, further review of the reported information determined that the absolute pro completely failed to deploy; however, handle was taken apart and attempted to deploy the stent, but still failed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported difficult to advance and mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, the 7.0x60mm absolute pro self-expanding stent was advanced and noted to have met resistance with the unspecified guide catheter. When attempted to be deployed, the red catch was opened; however, failed. It was noted that the thumbwheel could not be turned. The handle was taken apart and attempted to release the stent; however, failed. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU), stent placement states: should unusual resistance be felt during initial rotation of the thumbwheel, prior to any of the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter resulted in the reported difficult to advance. Manipulation of the device resulted in the noted wrinkled sheath sporadically throughout entire sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported/noted activation failure. Further manipulation of the device resulted in the noted outer member separation likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 correction: adverse event removed. B2 correction: required intervention removed. H1 correction: updated to malfunction. H6 correction: health effect impact code 4641 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous superior mesenteric artery that is 80% stenosed. The vessel was prepped with an unspecified 5.0x60mm balloon that was inflated to 12 atmospheres for two minutes. The 7.0x60mm absolute pro self-expanding stent was advanced and noted to have met resistance with the unspecified guide catheter. When attempted to be deployed, the red catch was opened; however, failed. It was noted that the thumbwheel could not be turned. The handle was taken apart and attempted to release the stent; however, failed. Another same size device was sued to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported difficult to advance and mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter resulted in the reported difficult to advance. Manipulation of the device resulted in the noted wrinkled sheath sporadically throughout entire sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported/noted activation failure. Further manipulation of the device resulted in the noted outer member separation likely contributing to the reported difficulties. As reported, the handle was taken apart and attempted to release the stent; however, failed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.